Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Photographs of the device have been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a transfusion of packed red blood cells a straight blood set filter ¿broke apart.¿ the reported stated that a ¿pressure bag was applied with minimal-low pressure and within a minute the filter base abruptly broke away from the filter chamber.¿ it was reported that this led to the blood transfusion leaking on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the bottom cap of the blood chamber was observed to have disconnected. Microscopic inspection of the cap showed little to no solvent. The reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem was due to inadequate bonding solvent. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.